Event description:
Pt self tester alleges precision low inratio reading. Inratio 4.5, lab 7.0, time between tests 1 hour. Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.